Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a cut on cable unit and therefore water tightness is lost. Screw is missing on coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut on cable unit, water tightness is lost screw is missing on coupler unit. There was no patient involvement.